Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked battery tube threads and broken reservoir tube lip.

Event description:
It was reported that the insulin pump had crack on battery compartment and near reservoir compartment. Customer's blood glucose level was unknown at the time of incident. Customer stated that the drive support cap does not appears to be damaged. Customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.